Event description:
It was reported by a customer on (B)(6) 2011, the fiber malfunctioned and there was a loss of vaporization power at 7,500 joules. The procedure was cancelled. No pt injury was reported.